Manufacturer narrative:
Manufacturer ref#(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization to the middle cerebral artery bifurcation aneurysm, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code encr402300, lot number not available) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31623287) and could not be advanced further. The physician removed both the stent and microcatheter (mc) from the patient and used a new microcatheter to successfully deliver the original stent, completing the procedure. There was no reported patient consequence or clinical symptoms as a result of the event. Additional event information received on 17-nov-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The vessel was comparison straight, 3.2 mm diameter, 2.8 mm distal. The devices did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush was maintained.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization to the middle cerebral artery bifurcation aneurysm, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code encr402300, lot number not available) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31623287) and could not be advanced further. The physician removed both the stent and microcatheter (mc) from the patient and used a new microcatheter to successfully deliver the original stent, completing the procedure. There was no reported patient consequence or clinical symptoms as a result of the event. Additional event information received on 17-nov-2025 confirmed that the stent used was an enterprise2 vascular reconstruction device. The event did not result in any undue procedural delay that could be considered clinically significant. The vessel was comparison straight, 3.2 mm diameter, 2.8 mm distal. The devices did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush was maintained. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. The microcatheter was flushed using a lab sample syringe, then a lab sample guidewire was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and internal actions related to the reported complaint condition were identified. The lab sample guide wire was able to pass through the entire length of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damage was found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.